Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000099203."

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue. Investigation was unable to determine which of the leads attributed to the event.